Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right ventricular channel. Lead impedances were reportedly high out of range. Technical services (ts) provided trouble shooting options. The plan was to revise the lead and the header. The right ventricular (rv) lead was surgically abandoned and this pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right ventricular channel. Lead impedances were reportedly high out of range. Technical services (ts) provided trouble shooting options. The plan was to revise the lead and the header. The right ventricular (rv) lead was surgically abandoned and this pacemaker remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This device was included in the minute ventilation sensor signal oversensing advisory population.